Event description:
It was reported that balloon rupture occurred. The 95% stenosed, 15mmx2mm, target lesion was located in the mildly tortuous and severely calcified left coronary artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, the balloon ruptured during inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed, 15mmx2mm, target lesion was located in the mildly tortuous and severely calcified left coronary artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, the balloon ruptured during inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. Microscopic examination revealed that the tip is damaged. There is blood present in the inflation lumen and in the balloon. The device was placed into a water bath on 1/4/2019 to soften the blood in the device. A pinhole was found in the balloon at 5.5mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.